Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ez change valve assembly, inspiratory check valve and expiratory check valve were ordered for replacement to resolve the issue.

Event description:
The hospital reported a malfunction that resulted in high co2 delivery. There was no report of patient injury.